Event description:
The patient experienced excessive bleeding post operative. The patient was admitted to the hospital approximately 10 hours after procedure. A laparoscopic procedure was performed an over 3 liters of blood was drained. The patient has recovered from this event.

Manufacturer narrative:
A proper evaluation cannot be performed due to the facility not returning the device. The customer was contacted for additional information noting the contact indicated they are not sure it's the needle causing the issue. The nurse is checking with the physician to see if our sales representative could observe one of the procedures. At this time, the root cause cannot be confirmed, should additional information become available, it will be forwarded.